Event description:
A caller reported being able to continuously remove air from the cartridge during the air removal step of the loading process. There was no adverse impact to the customer's blood glucose level. The caller successfully loaded a new cartridge and resumed insulin.